Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, high out of range pacing impedance measurements on this right ventricular (rv) lead. This device delivered inappropriate therapy as well. A lead conductor fracture was confirmed. Reprogramming was performed and it was decided by the health care team to deactivate the tachy therapy for this patient. A lead revision and device changeout procedure have been scheduled. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, high out of range pacing impedance measurements on this right ventricular (rv) lead. This device delivered inappropriate therapy as well. A lead conductor fracture was confirmed. Reprogramming was performed and it was decided by the health care team to deactivate the tachy therapy for this patient. A lead revision and device changeout procedure have been scheduled.